Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that 20 ml of blue solution was overflowing the baths of the coulter act diff 2 analyzer. Customer reported that the vacuum isolation chamber was full. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed rinse would intermittently overflow because the white blood cell and red blood cell baths would not drain. The fse replaced solenoid (lv18) and the waste pump and resolved the leak issue. The fse also performed maintenance.